Manufacturer narrative:
Gembro technical services field representative checked machine. Machine passed t1 test. Performed a simulated patient treatment with no alarms or problems. Verified uf system accuracy. Equipment operates per mfrs. Specs. Gambro has found no evidence to suggest that its device caused or contributed to this event. Gambro does not regard the submittal of this report as an admission of liability.

Event description:
Patient came in feeling shortness of breath before dialyzing. The nurse gave patient oxygen before the patient got dialyzed. A few minutes later, patient coded and died.